Event description:
Patient reported 3 defected tubings. Although she was able to screw them on, they ¿wouldn't catch and gradually untwist.¿ the lot numbers patient had: 3965581, 3882146, 2901752. No other information known. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinician injury? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved, patient has tubing available for use. Reported to (B)(6) by: patient/caregiver. Date of use: (B)(6) 2019; to current.